Event description:
It was reported that the t: slim x2 pump battery would not charge despite attempts using both a tandem charging cable and wall adapter, as well as different charging equipment. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the non-functioning pump. The customer continued to use the pump for insulin therapy.